Manufacturer narrative:
(B)(4) catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal hemorrhage is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced black stools. The patient presented to the emergency department and had unspecified lab works and diagnostic imaging. The physician confirmed that the peg-j tube was in the stomach which caused ulceration. The ulcerations were causing bleeding which was the cause of the black stools. During an endoscopy, the peg-j tube was repositioned back to jejunum. On (B)(6) 2018, patient reported to have some more bleeding which is described as bright red color. The patient is being evaluated by the family physician. Duopa therapy was continued.